Manufacturer narrative:
B3 - date of event - date estimated. A4 - patient weight - during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that erythema developed at the patient's ipg site. Antibiotics were administered to address the issue. It was later reported that the site looked better, and patient had finished the antibiotics.

Manufacturer narrative:
A patient underwent an ipg replacement was reported to abbott. The physician noted ipg site to be red, including surrounding area. It was determined the ipg site developed an infection. Antibiotics were administered to address the issue. The infection was evaluated by a physician, and it was determined that the infection cleared. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the infection was evaluated by a physician, and it was determined that the infection resolved.